Event description:
It was reported that patient presented remotely. Review of transmission revealed that right atrial (ra) lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the right atrial (ra) lead was capped and replaced on (B)(6) 2025.